Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) of 40 mg/dl and symptoms of ¿feeling low¿ associated with an alleged insulin on board calculation issue with the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the insulin on board (iob) was not showing up on the bolus total screen. The reporter stated that the iob was not showing up in the bolus calculator, causing stacking of insulin which resulted in a low bg level. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.